Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who remotely connected to the server and noticed that all the red alarms that have occurred up to this moment have been regularly signaled both acoustically and visually. The rse also noticed these alarms have regularly been silenced by the operator. The rse provided the customer with a quote for onsite evaluation and repair; however, the customer did not accept the quote. At a later time, the rse provided another quote and this time the customer approved it. A philips field service engineer (fse) arrived onsite to further evaluate the unit. The fse discovered there was no acoustic alarm due to tampering with the speaker. In fact, found it completely bandaged and locked in a drawer, therefore the sound was almost undetectable. The fse tested the unit and returned it to working specification. Based on the information available in the case, the cause of the reported problem was confirmed to be a user issue. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips remote service engineer (rse) remotely connected to the server and noticed that all the red alarms that have occurred up to this moment have been regularly signaled both acoustically and visually. The rse also noticed these alarms have regularly been silenced by the operator. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a red acoustic alarm was not received. The device was in use on a patient at the time of the event, there was no adverse event reported.